Event description:
Abstract received from allergan (B)(4) global literature and information services, through special "(B)(4)". Abstract mentioned: "complications appeared in (B)(4) of cases (2 pts): an unnoticed perforation of bowel, which required laparoscopic suturing in the first 24 hours, and an infection of the reservoir device, which had to be replaced." Although the manufacturer of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Follow-up with the authors of the abstract is not possible since no contact info was provided; therefore, we were unable to request return of the device. The connector type cannot be identified, nor an assumption made, as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection and bowel perforation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of bowel perforation as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: gi perforation.